Event description:
It was reported to philips the customer needed to replace the cpu pcba. This event was reported to have occurred during set up for use. There was no harm or delay noted. The customer spoke with a philips remote service engineer (rse). The customer inquired what was required to replace the cpu pcba. The rse informed the customer what needed to be reprogrammed. Following the evaluation of the device, the customer replaced the cpu pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. It was determined that the root cause was the cpu pcba.